Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs. The anesthesia control board (acb) was replaced to resolve the reported issue. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. There was no report of patient involvement.